Event description:
A customer contacted beckman coulter (bec) reporting a small reagent probe b leak in the synchron lx20 pro clinical analyzer. The customer also indicated that the instrument generated "cuvette not dry before first reagent dispense" error messages and suppressed cartridge chemistry (cc) results. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the contained leak. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Quality control (qc) was acceptable prior to event. Customer confirmed no maintenance had been performed prior to event. A bec field service engineer (fse) was dispatched to inspect the system. The fse found a bent and broken cuvette wash station vacuum probe #4. The fse replaced the vacuum probe and a wash station alignment was performed which resolved the issue. (B)(4).